Event description:
Per the clinic, the patient sustained a head injury following a fall in (B)(6)v2025 (specific date not reported) requiring an emergency decompressive craniotomy surgical procedure. The incident resulted in neurological sequelae affecting motor, speech, and sphincter control. It was also reported that, the patient experienced no connection to the internal device. Additional information has been requested but it has not been made available as of the date of this report. The implanted device remains.